Event description:
A tray was discovered to have indicators that did not change at all though it had been sterilized, had load sticker and external indicator changed. The steris verify indicator (ref pcc067) lot 126a had defective indicators. Some had changed color inside but were really faint, another had a single spot that changed but was primarily unchanged and some that had changed normally crossing the "accept" section. We have been having issues with consistency in steris' class 5 indicators.